Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive when the customer attempted to deliver a quick bolus. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow up with the customer; however, no additional information was provided.